Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient had lead revision today. After doing x-rays lead wasn¿t all in the epidural space and top was at t7. Winer did another lami and put lead at top of t8

Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-may-05 mpxr 835105 (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with the patient at their first post op appointment to turn stimulation on. An impedance check was performed and electrodes 10 and 15 showed do not use. The rep reprogrammed around the impedance issues. It was unknown what factors may have led or contributed to the issue. The issue was reported as not resolved. No symptoms were reported. 2021-may-06 e1 (rep): additional information was received from a manufacturer representative (rep). It was reported that reprogramming provided the patient with effective therapy. 2021-06-15 mpxr 835105.1: additional information from the rep indicated that the patient had surgery where the physician opened the ins pocket and reconnected the 8-15 lead. The rep stated that impedances cleared and connection was good after that.